Manufacturer narrative:
(B)(4). Visual inspection of the device shows that there are wear marks all over the surface of the device. It has also been noted that there is some wear inside the clamp. Functionality check was performed and it was found that the tensioner held tension up to 80 lbs and then released. Review of the device history record did not find any deviation or anomalies. Dimensions were found conforming to print specifications where measured. The lot was manufactured on jun 17, 2008 and therefore had been in the field for approximately 7 years. It is unknown how many times the devices had been used during that time. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combination. The alleged issue was not reproduced since the device held tension up to 80 lbs. However, the full operational range of the tensioner was not possible. It is likely that repeated usage caused wear reducing the functionality of the tensioner.

Event description:
It is reported that the tensioner would not function when it was pulled by 70 lbs. The doctor used an alternative cable to tie up by hand.